Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure to treat paroxysmal atrial fibrillation the farawave catheter was selected for use, after successfully isolating the lspv, lipv, and rspv, the ripv was engaged using a cook rosen guidewire, and the farawave was advanced into position. Following four pfa applications, the farawave was adjusted for optimal positioning and underwent four more pfa applications with rotation. The physician reported no issues with the guidewire's movement. However, after completing the ripv lesions, the physician found the wire stuck and unable to move freely. Attempts to disengage it were unsuccessful, leading to the decision to remove both the farawave and the wire. Upon removal, a piece of tissue several millimeters long was found lodged between the wire and the farawave lumen. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. However, the based on a photo provided, it was confirmed that tissue was stuck within the tip of the catheter.

Event description:
It was reported that during a pfa procedure to treat paroxysmal atrial fibrillation the farawave catheter was selected for use, after successfully isolating the lspv, lipv, and rspv, the ripv was engaged using a cook rosen guidewire, and the farawave was advanced into position. Following four pfa applications, the farawave was adjusted for optimal positioning and underwent four more pfa applications with rotation. The physician reported no issues with the guidewire's movement. However, after completing the ripv lesions, the physician found the wire stuck and unable to move freely. Attempts to disengage it were unsuccessful, leading to the decision to remove both the farawave and the wire. Upon removal, a piece of tissue several millimeters long was found lodged between the wire and the farawave lumen. The catheter was replaced and the procedure was completed successfully without patient complications. The device is no longer expected to be returned.